Event description:
The user reported that there was a large foreign object inside the syringe in the kit. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. Attempts were made on (B)(4) 2011 to obtain more info from the user. No additional info was provided. A follow-up report will be submitted when the eval has been completed.